Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing serial number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for medical education training, outside of procedure. It was reported that while using the system, an ubuntu grub menu appeared on the screen. The system went into recovery mode and the user selected to ignore the error. This prompted the system to flash the log-in screen and go back to the ubuntu menu. The user allowed the system to time-out and then the system recovered. The user went into the admin on the system and confirmed the date and time were correct. The issue did not occur again after several reboots. This was not in a clinical setting. No patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.